Manufacturer narrative:
A customer quality engineer reviewed the available device key log and confirmed the device unexpectedly shut down twice on the day of the reported event, following high current functions. A conclusive cause of the reported event could not be determined.

Event description:
A customer contacted stryker to report that their device powered off multiple times during patient care. As a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Stryker evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device powered off multiple times during patient care. As a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.